Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon review, the patient¿s pulse generator could not be interrogated. The patient¿s device also exhibited possible intermittent loss of pacing output. The patient¿s rate was a paced rhythm at 63 bpm but the device was programmed ddd 70bpm during the patient¿s last check a year prior. The patient¿s device was removed and replaced. The patient was stable.